Event description:
It was reported by a company representative that the drive unit is not performing as it should be. It is shortening rather than lengthening the leg.

Manufacturer narrative:
A review of the manufacturing details confirmed that the sticker to note which side is the front and which side is the back was placed on the incorrect side of the drive unit. This means that when the item is used with the side marked front it will shorten the prosthesis and if used with the side marked back it will lengthen. A review of other batch information confirms that this was an isolated event. Requests are being made for additional information and a supplemental report will be provided if this information is received.